Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose (bg) level. During a system check with tandem technical support, the cartridge was identified to be a possible cause of the occlusion.